Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a battery was not returned with the pump for investigation. Review of the black box data did not reveal any evidence of voltage issues. The data from the date of the alleged temperature issue (17-apr-2018) had been overwritten due to continued use of the device after the alleged temperature event. On investigation, the pump powered on normally and was exercised for 24 hours without any evidence of a temperature issue or interruption in power. Electrical current draws were evaluated and found to be within specifications. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.